Event description:
It was reported that the patients ipg would no longer take a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively. The explanted device will not be returned per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.